Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was discovered that the vaso view hemopro 2 unit was defective out of the box. The heating wire was separated from the jaw. There was no patient contact. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. A tear was observed on the silicone at the tip of the hot jaw where the heater wire had detached. While we are unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).